Manufacturer narrative:
A ge rep evaluated the system and ordered a new single board computer and upgrade kit. Customer continues to use system, system is operating as intended.

Event description:
It was reported the system would intermittently display a communications error. No patient injury was reported.